Event description:
It was reported that patient presented for routine generator change. During the procedure, the right ventricular showed elevated capture threshold and high pacing impedance. The physician elected to continue to monitor the lead. The patient was stable.

Event description:
New information received notes the patient presented to the emergency room due to dizziness. Interrogation of the right ventricular lead showed known issues of high capture threshold and high pacing impedance. Loss of capture was observed as well. The rv lead was capped and replaced on (B)(6) 2022 after a venous percutaneous transluminal angioplasty (pta) was performed. The patient developed a pneumothorax post procedure. The patient was stable.

Manufacturer narrative:
Additional information notes update to b5 and h6 codes. The lead was capped and replaced on (B)(6) 2022. The patient was stable after procedure.